Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump touch screen was unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.